Event description:
Synergy china registry. It was reported that unstable angina pectoris occurred. In (B)(6) 2020, index procedure was performed. The target lesion 1 was located in the proximal left anterior descending artery (lad) extended to mid lad with 100% stenosis and was 34 mm long with a reference vessel diameter of 3.0 mm. Target lesion 1 was treated with pre-dilatation and placement of a 3.00 x 38 mm synergy stent system. Following post-dilatation the residual stenosis was 0%. The target lesion 2 was located in the mid left circumflex artery (lcx) with 95% stenosis and was 21 mm long with a reference vessel diameter of 2.75 mm and was treated with pre-dilatation and placement of a 2.75mm x 24 mm synergy stent system. Following post-dilatation, the residual stenosis was 0%. Eleven days later, subject was discharged on aspirin. In (B)(6) 2020, the subject presented with unstable angina pectoris and was hospitalized on the same day for further evaluation and treatment. No action was taken to treat the event and at the time of reporting, the event was considered recovering/resolving. Three days later, the subject was discharged on aspirin. It was further reported that medication was adjusted to treat the event. The unstable angina was associated with a decrease in cardiac function due to the patient's history and was not significantly associated with the study, however, it is not 100% certain that there was no association.

Manufacturer narrative:
B2 outcomes attrib to adv event: other serious (important medical events) originally reported and corrected to required intervention to prevent permanent impairment/damage.

Event description:
Synergy china registry. It was reported that unstable angina pectoris occurred. In (B)(6) 2020, index procedure was performed. The target lesion 1 was located in the proximal left anterior descending artery (lad) extended to mid lad with 100% stenosis and was 34 mm long with a reference vessel diameter of 3.0 mm. Target lesion 1 was treated with pre-dilatation and placement of a 3.00 x 38 mm synergy stent system. Following post-dilatation the residual stenosis was 0%. The target lesion 2 was located in the mid left circumflex artery (lcx) with 95% stenosis and was 21 mm long with a reference vessel diameter of 2.75 mm and was treated with pre-dilatation and placement of a 2.75mm x 24 mm synergy stent system. Following post-dilatation, the residual stenosis was 0%. Eleven days later, subject was discharged on aspirin. In (B)(6) 2020, the subject presented with unstable angina pectoris and was hospitalized on the same day for further evaluation and treatment. No action was taken to treat the event and at the time of reporting, the event was considered recovering/resolving. Three days later, the subject was discharged on aspirin. It was further reported that unstable angina pectoris medication was adjusted to treat the event. Unstable angina was associated with a decrease in cardiac function due to the patient's history and was not significantly associated with the study however, it is not 100% certain that there was no association.

Event description:
Same case as pr ID# (B)(4). (B)(6) registry. It was reported that unstable angina pectoris occurred. In (B)(6) 2020, index procedure was performed. The target lesion 1 was located in the proximal left anterior descending artery (lad) extended to mid lad with 100% stenosis and was 34 mm long with a reference vessel diameter of 3.0 mm. Target lesion 1 was treated with pre-dilatation and placement of a 3.00 x 38 mm synergy stent system. Following post-dilatation the residual stenosis was 0%. The target lesion 2 was located in the mid left circumflex artery (lcx) with 95% stenosis and was 21 mm long with a reference vessel diameter of 2.75 mm and was treated with pre-dilatation and placement of a 2.75mm x 24 mm synergy stent system. Following post-dilatation, the residual stenosis was 0%. Eleven days later, subject was discharged on aspirin. In (B)(6) 2020, the subject presented with unstable angina pectoris and was hospitalized on the same day for further evaluation and treatment. No action was taken to treat the event and at the time of reporting, the event was considered recovering/resolving. Three days later, the subject was discharged on aspirin.